Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were not able to see all the characters on the screen because the pump was dropped when they got out of the car. The insulin pump will be returned for analysis.